Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the gallbladder to facilitate drainage as treatment for cholecystitis during an endoscopic ultrasound (eus) procedure performed on an unknown date. Reportedly, the patient experienced abdominal pain, and it was decided to remove the axios stent on an unknown date. During the removal procedure, the flange on the gallbladder side became caught in both the duodenum-gallbladder tract and the stent on the pyloric region when pulled toward the channel side, which complicated the stent removal. To facilitate the removal process, the stent was then first advanced from the gallbladder toward the anal side, then pulled through the pyloric region toward the channel side, allowing successful extraction. After removal, mild oozing/bleeding was noted from the gallbladder tract, but it gradually subsided without evidence of perforation. A double pigtail ps 7fr x 7cm stent was placed, and the procedure was completed. There were no further adverse patient events reported as a result of the event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf patient code e0506 captures the event of bleeding. Imdrf patient code e1002 captures the event of abdominal pain. Mdrf impact code f2202 captures the reportable event of endoscopic procedure. Mdrf impact code f2301 captures the event of additional device required.

Manufacturer narrative:
Block b5: event description has been updated with the latest information recieved. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf patient code e0506 captures the event of bleeding. Imdrf patient code e1002 captures the event of abdominal pain. Mdrf impact code f2202 captures the reportable event of endoscopic procedure. Mdrf impact code f2301 captures the event of additional device required. Block h11: investigation summary: based on the available information, boston scientific corporation concluded that the reported event of stent difficult to remove could not be confirmed. The complaint device was not returned for analysis; therefore, product analysis could not be performed. Based on the information available and without proper evaluation of the device, it is unknown if the reported event was due to the technique used during the procedure, anatomical conditions or related to device malfunction. Additionally, hemorrhage, minor and pain, abdominal, are noted within the instructions for use (IFU) possible adverse events associated with the use of the device. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned for analysis; therefore, product analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label. Additionally, hemorrhage, minor and pain, abdominal, are noted within the IFU as possible adverse events associated with the use of the device. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the transduodenal to facilitate drainage as treatment for cholecystitis during an endoscopic ultrasound (eus) procedure performed on an unknown date. Reportedly, the patient experienced abdominal pain, and it was decided to remove the axios stent on an unknown date. During the removal procedure, the flange on the gallbladder side became caught in both the duodenum-gallbladder tract and the stent on the pyloric region when pulled toward the channel side, which complicated the stent removal. To facilitate the removal process, the stent was then first advanced from the gallbladder toward the anal side, then pulled through the pyloric region toward the channel side, allowing successful extraction. After removal, mild oozing/bleeding was noted from the gallbladder tract, but it gradually subsided without evidence of perforation. A double pigtail ps 7fr x 7cm stent was placed, and the procedure was completed. There were no further adverse patient events reported as a result of the event.